Event description:
A customer reported intermittent occlusion alarms. There was no adverse impact on their blood glucose level. The customer resolved the issue by performing a cartridge load sequence and resuming insulin.